Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose was not impacted. During troubleshooting with tandem technical support, a system check was performed and it was determined that the occlusion was in the cartridge. The customer reported that when the insulin was picked up from the pharmacy it was not refrigerated and was concern about the insulin quality. The customer indicated that they would change out the cartridge.